Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering as the customer had high blood glucose level. The customer's blood glucose level was unknown. The customer also reported crack at down side of the casing, louder rewind and priming to be done more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08710 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected low battery alarm, prime/fill or rewind loud noise anomaly noted during testing. Device had cracked reservoir tube window, cracked case at reservoir tube window corners. (B)(4).